Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site during multiple visits. The cse installed a new estradiol kit and ran multiple patient samples and dilutions. Only one patient sample still had a dilution issue. The cse subsequently ran affected samples to confirm the correct results and no additional discordant diluted results were generated. The cause of the discordant estradiol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant estradiol results were obtained on two patient samples on an immulite 2000 xpi instrument. The neat results on the two patient samples did not match the diluted results (1:5 dilution) . The neat results were reported to the physician(s). The neat results and diluted samples results were all obtained on the same instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant estradiol results.

Manufacturer narrative:
The initial MDR was filed on 03-apr-2018. Additional information (06-apr-2018): siemens investigated the event and the results of the investigation indicate that the customer performs the instructions for use (IFU) recommended dilutions to patient samples yielding estradiol results greater than 1200 pm/ml. A clinically relevant result is obtained without dilution but the most accurate value is obtained when tested on the sensitive portion of the curve. The cause of the discordant estradiol results remains unknown, however there could potentially have been an intermittent system issue or a sample handling preparation issue such as fibrin strand remaining which was aspirated at the first sampling. The recommendations in the IFU should be followed for proper centrifugation (let sample sit to clot at least 30 min especially for sst). Customer has not reported any additional issues with estradiol dilutions. The estradiol assays continues to run within specification at the customer site. No further evaluation of the device is required.